Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced swelling in legs, incontinence of stool, increased urinary frequency, urinary hesitancy, urinary incontinence and hematuria. (B)(4) urinary hesitancy.

Event description:
Details: it has been reported that following insertion the patient experienced swelling in legs, incontinence of stool, increased urinary frequency, urinary hesitancy, urinary incontinence and hematuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urethral stricture, and incontinence.